Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system implant procedure, the patient had significant anatomical abnormalities in supraventricular tachycardia and extended to right atrial junction. The patient also experienced moderate tricuspid regurgitation. After implant, a lead was dislodged. During the repositioning, the other lead also dislodged. Both the right atrial and the right ventricular leads were replaced. The patient was given a temporary pulse generator but was replaced the next day. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. Electrical testing and visual inspection of the lead did not find any anomalies.